Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-10568. It was reported that one of the patient's leads fractured. In turn, the patient underwent surgical intervention to explant and replace the lead. It is not known which lead was explanted, so both are being reported.

Manufacturer narrative:
Correction: patient date of birth was mistakenly not provided in previous reporting. It is being provided in this report.